Event description:
Incident description: received "aim" brand toothbrush from dentist at each visit. On three occasions in the last year, they have broken while using. The first time it caused minor scrapes to inside of mouth, the other two didn't cause any damage as I heard the cracking sound first. (B)(4).